Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, serial number and implanted date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome as follows: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing.

Event description:
Healthcare professional reported a lap-band system "was malfunctioning, not flushing properly." Additional information: healthcare professional described the "malfunctioning" as a kink in the tubing discovered during fluoroscopy during a scheduled follow up visit. Surgeon had planned to "unkink" the tubing, but decided to replace the port and tubing instead.